Manufacturer narrative:
The customer reported that system was involved in an event where the patient woke up with no light perception. The customer believed the central retinal artery was closed. The clinical analyst has reviewed this file and stated the following: the surgeon who reported this event was the third party surgeon who saw the patient as a second opinion weeks after the event occurred. The original event and completed questionnaire was not reported by the original retina and cataract specialists who performed the original surgery on the patient on (B)(6) 2016. The following information has been conveyed through the third party surgeon via recollection of the patient. ¿the surgeon reported that "I saw a patient who had retinal surgery under general anesthesia and was 20/70 (left eye-os) pre-op and woke up with no light perception. It looks like the central retinal artery was closed. Pre-operative review: this is a (B)(6) male who underwent phacoemulsification cataract (pc) surgery with intraocular lens implant (iol) and retinal detachment repair in the left eye (os). Two systems were used to complete this case, under general anesthesia, and without a retro bulbar block. A 23 gauge vitrectomy was used, an endo-laser (425) was used, and 13% per-fluoro-propane (c3f8) gas was used. There was no nitrous oxide used during the anesthesia. Post-operative review: the post-operative visit was completed several weeks after the original event occurred. The physician reporting this event did not see the patient on post-op day 1, but is providing the details per the patient. ¿both eyes were patched after visual acuities were taken. The left eye showed light perception only. After the bubble cleared out, the optical coherence tomography (oct) equipment indicated an absence of retinal nerve fiber layer on (B)(6) 2016¿, per the dr. Chang¿s completed questionnaire. Additional information for the original surgeon was requested; however at this time no additional information has been obtained. Without the additional, related, information the contributing factors could not be identified conclusively. Visual loss from crao occurs from the loss of blood supply to the inner layer of the retina. The ophthalmic artery is the first branch of the internal carotid artery and enters the orbit underneath the optic nerve through the optic canal. The central retinal artery is the first intra-orbital branch of the ophthalmic artery, which enters the optic nerve 8-15 mm behind the globe to supply the retina. Short posterior ciliary arteries branch distally from the ophthalmic artery and supply the choroid. Anatomical variants include cilio-retinal branches from the short posterior ciliary artery, which gives additional supply to the macula from the choroidal circulation. With no additional, related information provided, the reported event was not able to be confirmed. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Root cause the root cause of the reported event cannot be determined (B)(4).

Event description:
Additional information received from the surgeon indicates that the system is not suspected of being the cause of the patients vision loss.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient underwent a combined cataract extraction/vitrectomy (for repair of a recurrent retinal detachment) procedure with installation of a gas bubble. Post-operatively, the patient¿s vision was no light perception. After the gas bubble dissipated, an oct (ocular coherent tomography) was performed and no retinal nerve fiber layer was detected. The patient has been sent to another physician for a second opinion. This report is for the second system used with this patient.